Manufacturer narrative:
B5 - blurred vision was also noted. Claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's eye. Refractive surprise was observed.

Manufacturer narrative:
A4-a6: unk. B3: unk. D4 (experiation date); unk. No serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -4.00/2.0/055 (sphere/cylinder/axis) into the patient's right eye (od), on (B)(6) 2023. Lens rotation not associated to low vault was observed. Lens repositioning was performed on (B)(6) 2023 and the problem was resolved. Cause of the event was reported as other. Reportedly, "asymptomatic" and "in future visits we will see the evolution." H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).